Event description:
Manufacturer has been advised of an incident that occurred on or about (B)(6) 2014. An emt was attempting to lower the cot during a patient transport when the cot unexpectedly lowered. It was alleged that the emt suffered injury while attempting to regain control of the cot. No further information has been provided at this time.

Manufacturer narrative:
Investigation and failure analysis pending.